Event description:
During an oral surgery, the pt suffered a burn to the mouth. An olsen, hand-activated, disposable switchpen was used with a megadyne blade electrode. Biomedical engineering and the operative nurse state that the fit and operation of the instrument is acceptable.